Event description:
Complainant alleged that during biomed testing, the device powers on with main selector switch in the off position and unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.